Event description:
This spontaneous report was received from a (B)(6) physician and concerns a (B)(6) female patient (ambiguously reported as (B)(6)). She was injected with a total of 0.8 ml of radiesse, into the ahead area (as reported), also described as eyelids, for correction of supraperiorbital volume loss, on (B)(6) 2021. The batch record review was received and the lot number for radiesse was confirmed as a00014900 (expiry date 03/2023). A lot search in the global safety database was conducted. The patients' medical history and concomitant medications were reported as none. On (B)(6) 2021, 1 hour after the radiesse injection, the patient experienced swelling of the eyelids. It was swelling in the injection site and the limit of swelling was normal. The swelling was growing and on (B)(6) 2021, after one day, it was in all periorbital areas. The limits were still in a normal position. In (B)(6) 2021, 3 weeks after the injection (also ambiguously reported as 3 weeks prior to this report), the patient still had swelling of the eyelids, and the physician decided to make a local administration with dexamethasone. On (B)(6) 2021, the patient felt a reduction of total tissue edema. As reported, in the supraperiorbital area, a clear contouring of the product was seen. On (B)(6) 2021, the physician decided to perform surgical treatment of the granulomatous reaction. On (B)(6) 2021, after the surgical manipulation, the physician performed a histology test of the granuloma, in which the morphological picture corresponded to an inflammation around foreign bodies (calcium hydroxyapatite). The outcome of the events was reported as resolved in 2021 (ambiguously reported as on (B)(6) 2021 and a duration until (B)(6) 2021). Follow up information was received on 13-dec-2021: the patient's full initials were provided. The patient was injected supraperiostally with a total of 0.8 ml (0.4 ml on each side) of radiesse, for a correction of supraperiorbital volume loss. As reported, she had radiesse in periorbital areas of 1mm on both sides. Radiesse was diluted with 1 ml of lidocaine (product preparation issue, off label use of device), and a needle was used for injection. The patient was treated in the past with botulinum neurotoxin (confirmed as not a company product) and experienced an allergic reaction (angioedema). As reported, the patient had no other previous aesthetic treatments. Concomitant medications were confirmed as none. On (B)(6) 2021, the histology test was preformed and showed that the morphological picture corresponded to an inflammation around foreign bodies (calcium hydroxyapatite). The microscopical description showed that in both tissue samples, the morphological changes were the same and were described together. In the material, there was soft tissue, represented by adipose tissue, and areas of striated muscles were determined. Among the tissues were determined by multiple spherules of calcium hydroxylapatite which densely surrounded by histiocytes and multinucleated cells such as foreign bodies. Thus, this morphological picture corresponded to granulomatous inflammation around foreign bodies (calcium hydroxylapatite). As reported, the prior clinical diagnosis was a possible allergic reaction to filler. No further corrective measures were planned. At the time of this report, the condition of the patient was satisfactory. Due to the provided information, the outcome of the events remained unchanged. In the opinion of the reporter, the events were of severe intensity.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, granulomatous reaction/ morphological picture corresponded to an inflammation around foreign bodies (injection site granuloma) was deemed to meet serious injury criteria necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record for radiesse lot number a00014900 was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. No nonconformance's were noted that would have contributed to this event.